Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the lesion was pre-dilated with a non-compliant balloon at 24 atmospheres. The 2.5x48 mm xience alpine stent delivery system (sds) was attempted to be advanced; however, it could not cross the lesion and upon removal it was noted to be perforated [torn]. A different unspecified stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual, functional, and dimensional inspection was performed on the returned device. The reported material deformation (stent damage) was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory device support. Factors that could contribute to material deformation include, but are not limited to, damage during manufacturing, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, interaction with accessory devices, patient anatomical morphology or patient disease state. In this case, it is possible that the device interacted with the patient anatomy and/or accessory devices during advancement resulting in the reported failure to advance and material deformation (bent, stretched, and overlapping stent struts). Further manipulation of the device during advancement may have contributed to the observed bunched and wrinkled inner/outer member in addition to the noted kinked outer member proximal to the guide wire exit notch; however, this cannot be confirmed. There were no visible tears noted on the stent delivery system. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. H6: device code 4008 removed.

Event description:
Subsequent to the initially filed report, the following information was provided: the device was a 3.0x48 mm xience xpedition sds. Returned device analysis could not identify a tear on the device; however, the stent was damaged. No additional information was provided.